Manufacturer narrative:
The customer reported equashield and alaris tubing connection issues, and returned 100 unopened samples of material 11532269, lot 24026166. The sets were tested at 5 each from each box, each box containing 20 samples. The samples all passed visual inspection and had no issues. The samples were also tested by infusing with water while attached at the luer to a bd stopcock. No connection issues or other issues of any kind were observed. The complaint could not be verified. The root cause of this failure could not be identified without a replicated failure. The connection issues cannot be verified with a competitor product. We can assure that all bd connectors and luers attach issue-free to all other bd luers. Device history record review for model 11532269 lot number 24026166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
Material#: 11532269 batch number#: 24026166 it was reported by customer that when equashield connector is attached to end of tubing, the tubing can easily separate from hard plastic ring luer lock portion with min force if tubing is pulled. This does not occur with other lots of same products. Rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 11532269. Quantity affected: 9 cs, serial/lot number: (B)(6), po : (B)(4). Are any samples available for return? Yes reported issue: when equashield connector is attached to end of tubing, the tubing can easily separate from hard plastic ring luer lock portion with min force if tubing is pulled. This does not occur with other lots of same product.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Correction it was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. When equashield connector is attached to end of tubing, the tubing can easily separate from hard plastic ring luer lock portion with min force if tubing is pulled. This does not occur with other lots of same product.

Manufacturer narrative:
Correction to (B)(6)- annex a code updated to a0202 and event short description to damaged/defective component.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported equashield and alaris tubing connection issues, and returned 100 unopened samples of material 11532269, lot 24026166. The sets were tested at 5 each from each box, each box containing 20 samples. The samples all passed visual inspection and had no issues. The samples were also tested by infusing with water while attached at the luer to a bd stopcock. No connection issues or other issues of any kind were observed. The complaint could not be verified. The root cause of this failure could not be identified without a replicated failure. Device history record review for model 11532269 lot number 24026166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.